Event description:
It was reported that during a heller procedure - acalassia procedure, the system detected an instrument error. The device was re-assembled and a test run outside the pt. When the device was introduced through the trocar, they observed that the active jaw of the device was missing. The device had to be replaced to finish procedure. No pt consequences were reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.